Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted and replaced. The patient's ipg was inoperable, and the patient had lost stimulation. The patient stated the device stopped holding a charge, and the system eventually died. Stimulation therapy was restored postoperative.